Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ground level fall due to orthostatic hypotension hurting the left arm. The patient presented to the emergency room and was found to have a deep vein thrombosis to the left upper extremity. The patient was started on anticoagulant. The implantable pulse generator (ipg) and right atrial (ra) lead remain in use. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.